Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider reporting that the patient was very sick, so the healthcare providers waited to see if the patients' health would improve before investigation any further. Meanwhile the patient was placed on oral medication. The event has not been resolved and the catheter remains in the patient.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2018 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2018 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 30-jan-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 08-mar-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable pump for spinal pain conditions. It was reported that the patient said the pump did not work but did not provide any additional information. Additional information was received from a healthcare provider stating that the patient had a pump replacement on (B)(6) 2025. The event was first observed on (B)(6) 2025. It was reported that the cause was unknown. According to the pump metrics the pump should have been delivering its volume which did not match the reservoir volume indicating a catheter block. We coordinated this to your catheter warning. The steps that will be taken to resolve the event will be that the healthcare provider has planned to replace the catheter and possibly the pump depending on advice that will be received by the manufacturing representative at the time of the replacement. No further information was reported.